Event description:
According to the reporter, during a laparoscopic gastroplasty, the device did not fire. The device was replaced with the same reference to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.